Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (unspecified). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. Niece is calling on behalf of the customer. The customer is concerned with test results from results obtained of 20 mg/dl; customer did not disclose if was am or pm result or if fasting or non-fasting. The customer¿s expected am fasting blood glucose test result is less than 100 mg/dl. The customer reported not feeling well and believed his blood glucose was high; customer did not specify the symptom(s). Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.